Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated as the electronic alarms are not working. After replacing the faulty electrical chassis the device passed all functional test. The manufacturing DHR is not relevant to the investigation due to the age of the device.

Event description:
It was reported that there are continuous alarms. Ad info received via email on 24-nov-2021: date of event was updated, discovered when is not applicable, and adverse effects is not applicable.